Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (28 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer bought 28 insulin needles from pharmacy, but it was found that the insulin needles were blunt and could not be inserted, and leaked around the walls of the needles. The pharmacy has returned products for the customer and hopes the relevant person in charge can contact them as soon as possible.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (28 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer bought 28 insulin needles from pharmacy, but it was found that the insulin needles were blunt and could not be inserted, and leaked around the walls of the needles. The pharmacy has returned products for the customer and hopes the relevant person in charge can contact them as soon as possible.